Event description:
It was reported that the synthes drill was discovered to be missing blue rings during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the blue ring was missing from the device. Based on a review of the risk documents, vibrations during the device¿s lifetime may cause or contribute to the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the synthes drill was discovered to be missing blue rings during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.